Manufacturer narrative:
The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side "bia-alcl suspected, patient presented swelling and dropsy. Patient is searching for where pathological examination can be performed". The patient had gone to the hospital for "punctured fluid examination" but was unable to have the exam performed. The device remains implanted.

Event description:
Healthcare professional reported unknown side "bia-alcl suspected, patient presented swelling and dropsy. Patient is searching for where pathological examination can be performed". The patient had gone to the hospital for "punctured fluid examination" but was unable to have the exam performed. Later, patient had the exam performed and "as a result of the examination, it seems that it is not bia-alcl". The device remains implanted.